Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 14.3 and 11.4 mmol. Tests were done within 20 minutes. No further info has been reported.